Manufacturer narrative:
The company service representative examined the microscope and found that the microscope image is shaky when the x-y movement is pressed on the footswitch, thus confirming the customer reported event. The screws within the optical head were tightened to resolve the reported event. The microscope covers were also removed and internal screws/brakes were checked. The microscope was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws of the optical head. How or when the screws became loose is unable to be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the head of a microscope was loose. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicating that the head of the microscope was wobbly while using the foot pedal controls to move during cataract surgery. The procedure was completed using the same microscope without any patient harm.